Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to product performance issue. A new crt-d was successfully implanted. No additional adverse patient effects were reported. This device has not been returned for analysis. Additional information received indicated that there was no allegation of malfunction related to the crt-d, they just needed is-1 lv port. The product performance issue was related to the right ventricular (rv) lead that was extracted due to low impedance.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to product performance issue. A new crt-d was successfully implanted. No additional adverse patient effects were reported. This device has not been returned for analysis.